Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code). Block h6: device code a0414 capture that this event will no longer be reportable.

Event description:
It was reported that an escape retrieval basket was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, it was noticed that the proximal end of the shaft and the outer sheath near the handle was fraying, making it hard to open and close the basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that an escape retrieval basket was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, it was noticed that the proximal end of the shaft and the wire near the handle was fraying, making it hard to open and close the basket. The procedure was completed with another of the same device with no patient complications.